Event description:
A surgeon reports a patient with central islands in both eyes following lasik surgery. This report is for the left eye, the right eye was reported under manufacturer report (B)(4). Post-op information indicates the patient's bcva improved from 20/50 preop to 20/25 postop and ucva improved from 20/250 to 20/30. Postoperative refraction shows -.25 diopter of sphere, undercorrection. This surgeon reported some of his patients mentioned blurred vision and double imaging. It is unclear if this referenced patient experienced these specific visual disturbances. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).